Event description:
It was reported that the left ventricular (lv) lead fractured and the impedance is out of range. The lv lead is programmed off. The facility will continue to monitor the lead and it remains in the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d284trk, bi-ventricular implantable cardioverter defibrillator, (B)(6) 2010; 5076-52, implantable pacing lead, (B)(6) 2006; 693352, implantable tachy lead, (B)(6) 1994; 693675, implantable tachy lead, (B)(6) 1994. (B)(4).

Event description:
It was further reported that the patient had diaphragmatic stimulation. The lead was capped. No further patient complications have been reported as a result of this event.